Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Customer consumed food to treat low bg levels. Reportedly, customer's health care provider (hcp) has made pump setting adjustments. Recommendation was made to continue to consult with hcp to discuss diabetes management.